Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blotches on lcd screen ,delay in keypad buttons ,audio settings (loud setting ) no longer sounds loud .the customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on properly after battery installation. Lcd screen was clear and legible, no display anomalies noted. Unit was downloaded using thump software to upload trace/history files properly. Unit passed the displacement test and self test. Audio options screen was set to low and high volume with vibrate and all volume settings and vibrate functioning accordingly to settings. No volume anomalies noted during testing. Unit was also received with all buttons responding properly. All buttons were tested while navigating the menus and they all functioned properly. Keypad overlay was removed and no damage or moisture damage on keypad assembly and traces were noted. Unit functioning properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past. The adapt tool reveals that no relevant alarms to confirm complaint codes were found on event call date. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. No damages or moisture damage found on electronic assembly, keypad assembly or the keypad traces. The j1 connector on pcb1 was locked properly during visual inspection. The unit also passed the keypad voltage test (3.2v). Unit was also received with cracked belt clip rails and scratched case. In conclusion, customer concerns were not confirmed. All buttons functioning properly during testing and no audio/vibrate anomalies noted. During visual inspection, no evidence of moisture damage on keypad traces was noted. No anomalies noted on lcd screen when powered on and off. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.